Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on, (B)(6) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient reported that they had low glucose, fell onto the floor and got a black eye. There was no other event details provided. There was no alleged malfunction of the device. The patient was not wearing the dexcom system at the time of event. No additional event or patient information is available.